Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, device was found to be in back-up vvi. Patient was called in clinic for further troubleshooting. Device download was performed successfully.